Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received no delivery repeatedly after set change. The customer's blood glucose was 9.0 mmol/l at the time of incident. It was reported that the customer did not feel safe using the insulin pump and wanted to have it replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery occlusion alarm noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.